Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported death appears to be related to patient conditions. The reported patient effect of death as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains implanted. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being conservatively filed to report that post procedure, the patient died due to multiple organ failure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. Just after the transseptal puncture, the guiding sheath became stuck into the anterior wall of the left atrium and a pericardial effusion occurred. A pigtail catheter was used through the guiding sheath to drain the pericardial effusion. However, the effusion was not stopped; therefore, the heart team decided to perform open-heart cardiopulmonary bypass to stop the pericardial effusion. The steerable guide catheter was never introduced into the patient at this time. After the surgical procedure, the patient¿s chest remained open and heart was on cardiopulmonary bypass system. The mitraclip procedure was performed per the instruction for use (IFU). One clip was implanted successfully on the medial location of the mitral valve, reducing mr to 3-4. On (B)(6) 2020, the patient died due to the multiple organ failure. The physician denied a relationship between the death and the mitraclip device and the procedure. No additional information was provided.